Event description:
It was reported that the foley catheter got torn and not broken. On (B)(6) 2022, the patient was transferred to hospital with poor urination and abdominal distention. On (B)(6) 2022, 14fr foley catheter was inserted into the patient. On (B)(6) 2022, the patient had severe delirium and self-removal of ivs. The patient was restrained with a 4-point fence, right hand behind their back and wearing a mitten on the left hand. On (B)(6) 2022 at 3.24 am, the caretaker visited the patient for a diaper change and found that the catheter had been torn off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter got torn and not broken. On (B)(6) 2022 the patient was transferred to hospital with poor urination and abdominal distention. On (B)(6) 2022 14fr foley catheter was inserted into the patient. On (B)(6) 2022 the patient had severe delirium and self-removal of ivs. The patient was restrained with a 4-point fence, right hand behind their back and wearing a mitten on the left hand. On (B)(6) 2022 at 3.24 am, the caretaker visited the patient for a diaper change and found that the catheter had been torn off. As per follow up information received via ibc on 12aug2022, it was stated that the balloon was intact and the issue was just the catheter break.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the attached photo, a broken or torn catheter was observed. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause could be due to lower latex/over chlorination/user related (pulling by user)/expose to sharp object/operator error/stripping error. The device was returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured. (2) do not pull the catheter hard. [The bladder/urethra may be injured. 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not re-sterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex [intended use & effect- efficacy] the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box". The actual/suspected device was inspected.